Event description:
Authorized dist in (B)(6) reports a local repair of a vivo 50 device showing error code #55 right after therapy start. Based on the info rec'd, the potential risk associated with the reported event is classified as critical since the reported failure will terminate treatment with high priority alarms. Based on the info provided as this time, including unk pt info, the event is considered reportable per 21 cfr part 803.3.

Manufacturer narrative:
Conclusion: the returned device was visually inspected upon arrival. A mechanically damaged housing was observed. The observed damage did not allow electrical testing to be conducted. The damage to the battery housing was clearly the reason for the malfunction of the device returned by the end-user. This is a final report.